Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10.0 mg/ml morphine at 2.055 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a product problem occurred. The event occurred at a hospital, during surgery, or had a direct impact on the patient. A deficiency in device performance was alleged. The device was explanted. No further information was known. No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.